Event description:
It was reported that during a chronic total occlusion (cto) procedure, balloon rupture occurred. The target lesion was located in the mid right coronary artery (rca). The physician advanced a stingray catheter to the lesion, inflated the catheter when the balloon ruptured. The procedure was not completed due to this event. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).